Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. Customer¿s blood glucose level was 210 mg/dl. The customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.